Manufacturer narrative:
The insulin pump had button error alarmed after boot up and intermittent button response on the act and up arrow buttons due to corroded keypad traces noted. No unexpected battery out limit alarms noted. Device passed the displacement test and off no power test. The operating currents were in specification. Device had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit after changing the battery but the alarm could not be cleared because the buttons were not responding. It was stated that the customer does play sports but wasn't sweating much. Blood glucose value was 290 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.